Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2023, a 25mm navitor valve was chosen for implantation utilizing an flexnav delivery system (lot: unknown). The patient was in sinus rhythm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The device was deployed at 4mm at the non-coronary cusp (ncc) and 4mm at the left coronary cusp (lcc). Electrocardiogram (ECG) then confirmed left bundle branch block (lbbb). It was decided to wait and see if the lbbb block resolved by itself. The next day (B)(6) 2023, the patient had complete heart block. It was thought heart block was caused by further self expansion of the valve. On (B)(6) 2023, a permanent pacemaker was implanted. The patient status was reported as stable.

Manufacturer narrative:
An event of left bundle branch block after implant and complete heart block one day after device implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Field thought that the heart block was caused by further self expansion of the valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. However, left bundle branch block can progress to develop complete heart block.